Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported they were in a case the day of the report and had difficulty connecting to the ins under the skin when using the hand set/communicator. They confirmed that prior to the case while they were standing right near the ins in the operating room, they were able to successfully connect and program the ins. Caller reported that at the end of the procedure when they went to check impedances with the ins in the pocket, communication was very slow and the impedance measurement wasn't completing. It was noted they had done procedures at this facility before without issue, but the patient was under general anesthesia not mac like prior cases and there was a total knee replacement occurring in the next operating room over. They said they removed the ins from the pocket and the impedance check completed, but said avoid contacts since the ins was out of the pocket. They stated the incision wasn't too big and the ins wasn't too deep. They stated they exited the app and re-opened it, had surgical lights turned off/pushed away, and had monitors and screens turned off, flipped the ins in the pocket and changed the position of the communicator, all with no resolution. They said they finally used their personal external equipment and moved to the other side of the operating table, near the healthcare provider and they were able to connect with the ins and run impedances, but it was still very slow. They stated once they were outside the or, they used the patient's external devices and it connected instantly, without issue and everything was fine. No patient symptoms were reported.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported in response to the inquiry for patient weight that they did not have the weight however they stated they did know that the patient was not obese. The rep reported that they did measure the depth of the pocket and it was not over 1¿ deep. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the information previously reported by the rep had been confirmed with the account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.